Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally. It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 293 mg/dl. The customer continued to use the pump for insulin therapy. It was also reported that the pump date was incorrect, cause was unknown. Customer corrected the date and resumed insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.